Event description:
It was reported the 24 inch extension line had a "leak between the stopcock and the female part". It was reported the extension line was replaced and the patient received their treatment. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The customer also returned the extension line tubing as part of the tubing assembly: extension (k-01000-055). The stopcock, as the customer mentioned, was not returned. No definite signs of use were observed. Visual analysis revealed some signs of clamping were observed on the extension line. The customer stated that no defects were observed on the extension line or stopcock prior to use, so the damage is determined to have occurred during use. No other obvious defects or anomalies were observed on the returned sample. The returned extension line was then tested per bs en iso 10555-1, annex c (amrq-000109) which states that there shall be no liquid leakage in the form of a falling drop of water when tested at 300-320 kpa (43.5-46.4 psi) for 30 seconds. The extension line was connected to lab leak tester with the distal end occluded, and pressurized to 300 kpa for 30 seconds. No leaking was observed from the extension line. Functional inspection using the stopcock could not be performed as it was not returned for analysis. A manual tug test confirmed that both the female and male ports were secured to the extension line. A device history record review was performed, and no relevant findings were identified. The customer report of leaking between the female port and stopcock could not be confirmed. Only the extension line tubing was returned for analysis (the stopcock was not returned) and no leaking was observed on the extension line tubing during leak testing performed per bs en iso 10555-1. A device history record review was performed, and no relevant findings were identified. The probable cause could not be determined without the stopcock returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the 24 inch extension line had a "leak between the stopcock and the female part". It was reported the extension line was replaced and the patient received their treatment. No patient harm was reported. The patient's condition is reported as fine.